Event description:
It was reported during the implant procedure, the guidewire got stuck in the lead. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.